Event description:
Customer reported experiencing two alarms, alarm 2 and alarm 26, associated with an occlusion event earlier in the day. This caused blood glucose levels to exceed 500 mg/dl, registering as "high" on the cgm. To address the high blood glucose, the customer administered a correction bolus via the pump. No third-party assistance was required, and the customer was not incapacitated by the blood glucose level. The issue was resolved by changing the infusion set and cartridge, after which the customer resumed insulin use. The case was closed by cts, with no additional assistance necessary.